Event description:
It was reported in the journal of neurointerventional surgery that during the procedure the patient suffered an asymptomatic in-stent thrombosis that resolved with administration of 10mg of abciximab. No other information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. In-stent thrombosis is a known and anticipated complication associated with these types of procedures and is listed as such in the direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in the journal of neurointerventional surgery that during the procedure the patient suffered an asymptomatic in-stent thrombosis that resolved with administration of 10mg of abciximab. No other information is available